Event description:
The customer reported via phone call that the insulin pump alarmed button error and that there was a crack on the insulin pump. The customer was unable to clear the alarm. The customer's blood glucose was 125 mg/dl. While troubleshooting, the customer stated that she was jogging and the device was in her sports bra. The customer mentioned a hairline crack at the reservoir compartment as well. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.